Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one month post port placement, the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI implantable port with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported catheter break, as a circumferential break was noted to the catheter approximately 10.6cm from the distal end of the cath-lock. Both edges of the complete circumferential break were jagged and rounded, with a granular surface. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6 (results, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that one month three days post port placement, the catheter allegedly broke. It was further reported that the device was removed. There was no reported patient injury.